Manufacturer narrative:
The laser system is not a singe use device. Physician used a single fiber multiple times and the pt is injured.

Event description:
Physician treating customer to remove fat from neck and chin area. Physician used a single use fiber multiple times and pt present with a burn and is prescribed silvandene cream.